Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet system experienced a cracked connector at the seal, which led to insulin leaking during delivery and an elevation in blood glucose until the patient replaced the supplies. Symptoms included hyperglycemia. Outcomes included no hospitalization, no medical care, and no long-term impact reported. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed a damaged connector associated with a compromised seal causing leakage and ineffective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or wear leading to component damage and resultant infusion leakage.